Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet left atrial appendage (laa) occluder was implanted using a 14f amplatzer amulet delivery sheath. Device was sized with fluoroscopy and trans-oesophageal echocardiogram (toe). The patient remained hemodynamically stable throughout the procedure. Several hours after implantation, it was discovered via toe that the device embolized into the left ventricle. On (B)(6) 2022, the device was explanted. The implanter believes that the cause of the embolization was the patient anatomy of the laa in combination with switching between atrial fibrillation and sinus rhythm. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, however information from the field indicated the physician thought the event was due to the patient's anatomy in combination with switching between atrial fibrillation and sinus rhythm. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.